Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced a stoma site infection on (B)(6) 2025. The patient was treated with an unknown oral antibiotic medication on (B)(6) 2025 for ten days and topical diprogenta pomada, twice daily for fifteen days. On (B)(6) 2025, it was reported that the stoma site infection has resolved (healed).

Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.